Event description:
The pump event logs revealed a motor stall and tube set message occurred. The pump contained hydromorphone 4 mg/ml. Clonidine 200 mcg/ml and bupivacaine 20 mg/ml. Per the logs, the elective replacement indicator was 9 months. The pump was replaced. Pt outcome following the replacement was not reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.